Manufacturer narrative:
Implant fractured. Product evaluation is not possible, implant is still in situ. Article and batch are unknown. No further information available.

Event description:
Implant fracture.